Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with product jn341 - bottom f/1/2 cont.perforat. Height: 120mm. According to the complaint description, metal shavings were found in the sterile container resulting in the cancellation of planned surgical procedures. No adverse consequence for the patient was reported. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - malfunction (not later than 30 days). The assessment for the reportability of this malfunction was based on the review of the applicable risk analysis. Additional information was not provided but has been requested. The malfunction is filed under aesculap ag reference no. (B)(4). Associated medwatch reports: jn341 (aesculap ag reference no. (B)(4), jk389 (aesculap ag reference no. (B)(4); 9610612-2026-00005).

Event description:
Associated medwatch reports: jn341 (aesculap ag reference no. (B)(4); 9610612-2026-00002), jk389 (aesculap ag reference no. (B)(4); 9610612-2026-00005).

Manufacturer narrative:
Additional information: d9 - product receipt, h3 - yes, evaluation, h6 - codes updated. Investigation results: visual inspection: the compained medical device was made available for investigation and the product was received with visible scratches on the surface. The review revealed extensive signs of use across the medical device, including surface damage and visible deformations. Such deterioration is consistent with long-term use and the considerable age of the device. To further assess the product, it was compared with corresponding technical documentation. The comparison showed it matched a design manufactured between 1997 and 1999. Consequently, the device is at least approximately 26 years old. According to the complaint, black particles as well as a silver particle were found inside the container and were packaged in a screwcap vial. These particles were submitted for further laboratory analysis. The two black particles were identified as polyetheretherketon (peek) reinforced with glass fibre. The silver particle was analyzed and determined to consist primarily of titanium alloy ti6al4v (titanium + 6% aluminum + 4% vanadium). In addition, further metallic elements were detected on the particle surface. Their measured composition iron, chromium, nickel and copper (fe, cr, ni, cu) indicates that these superficial residues could be deposits of the stainless steel alloy 17-4ph (17% chromium + 4% nickel + precipitation hardening). Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Three faithful attempts were made but no additional information was received. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - malfunction (not later than 30 days). The assessment for the reportability of this malfunction was based on the review of the applicable risk analysis. Conclusion/preventive measures: the silver particle was identified as a titanium alloy, which is not used in either the container bottom or its lid. Therefore, it cannot have originated from the complained medical devices. The presence of the black particles on the medical device could be confirmed. As peek reinforced with glass fibre is a commonly used material in medical devices, including this product (container bottom and lid), it is not possible to determine their specific origin. Therefore, the root cause cannot be identified. As an informational note, the current valid instructions for use (IFU) advises users to visibly inspect all components of the sterile container to ensure that there is no damage and that they should use sterile containers only if they are free from any defects mentioned in section 2.6. Excerpt of IFU: section 2.6 functional test: visually inspect all components of the sterile container before each use to ensure correct function and that there is no damage: metal parts are not deformed, the aluminum lid and bottom are not warped, plastic parts are not damaged. Based upon the investigation results, a CAPA is not required.